Event description:
This is report 2 of 2 of the same event. It was reported that during an ear nose and throat surgical procedure, it was discovered that the motor device and attachment device were overheating while in use together. There was a five minute delay to the planned surgical procedure. Spare identical devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for vibration. It was determined that this was due to worn and damaged bearings, which usually create heat, vibration and/or noise. Therefore, the reported condition was confirmed. It was further observed that the device showed signed of corrosion due to immersion during cleaning, which is a failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.